Event description:
The customer observed falsely elevated alinity I ca 19-9xr results on multiple patients. The results provided were: sid (B)(6) initial=708.3 u/ml (reference range for ca19-9=0.0 to 37 u/ml) / repeated after re-centrifuged=74.7 u/ml. Sid (B)(6) initial=42.2 u/ml /repeated=3.5 u/ml. It is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the module and performed multiple troubleshooting procedures including multiple part replacements. The fsr determined the wash zone manifold, no valves (a-35001791-02) the likely cause and replaced the part which resolved the issue. A review of the alinity I processing module, serial number (B)(6) service history was performed, and no additional erratic results post the current complaint were identified. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the wash zone manifold, no valves. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual and alinity I service documentation provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement, and verification of part number wash zone manifold, no valves.a review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(6), or the wash zone manifold, no valves.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results on multiple patients. The results provided were: sid (B)(6) initial=708.3 u/ml (reference range for ca19-9=0.0 to 37 u/ml) / repeated after re-centrifuged=74.7 u/ml. Sid (B)(6) initial=42.2 u/ml /repeated=3.5 u/ml. It is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.